Event description:
On 1/19/00, a report was received from an attorney regarding a female pt eight yrs of age, who received an injection of local anesthesia on 12/31/98 to restore a right mandibular posterior tooth. A right inferior alveolar injection was administered using a syringe and a 30 gauge short needle (brand not clearly identified; it was implied the brand was accuject). Halfway through administration of anesthesia, the pt grabbed the dentist's arm. The syringe was removed from the pt's mouth; however, the needle was not present and appeared to have broken off at the hub. Palpation of the needle was not possible. A panorex film was taken to locate the needle (results not reported). The pt reported only numbness of the right cheek, as anesthesia with citanest forte 0.9 cc had been administered.